Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the extension wire was engaged to the proximal guard wire, no defect noted. The ez adaptor and flator were visually inspected, they both functioned normal during preparation in the analysis lab. The balloon on the returned guard wire appeared baggy indicating use. The balloon was prepped as received for functionality - while using the returned ez adaptor the extension wire moved in and out of the hypo tube. During inflation, the balloon failed to inflate due to a detected minuscule tear on the balloon. Water used to inflate the balloon was noted coming out of the balloon. (B)(4).

Event description:
The physician intended to use a guard wire device during a carotid artery stenting (cas) procedure in the internal iliac-iia. Femoral approach was used. Lesion details unknown. The device was inspected prior to use with no issues noted. No unusual resistance was noted when the protective sheath was removed. Negative prep was applied with no issues noted. No resistance was encountered with an ancillary device during delivery. The guard wire balloon was inflated to 5mm at the distal site to block the flow however the physician thought that the balloon inflation was insufficient and deflated the balloon. The balloon was re-positioned and an attempt was made to re-inflate the balloon but the balloon was thought to have burst. Therefore, the customer had to replace the cdgw with another same product and redo the process. The substitute device worked without any issues, and the procedure was completed with a delay of less than 30 minutes. There seemed to be no dispersion of debris because the treatment had not been started when the balloon ruptured. Patient is alive with no injury. Guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in japan but is the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in us with coronary indication